Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
Customer reported a heparin over infusion. A heparin 500 ml bag was programmed to infuse at 16 ml/hour and vtbi 450 ml on (B)(6) 2014. Reportedly, the infusion ran as intended, however at 1730 on (B)(6) 2014 the bag was found empty sooner than expected. The user noted the device volume infused was 179 ml at 1545 and 203 ml at 1715. The doctor ordered stat blood work due to the over infusion. There was no pt injury and the pt was discharged. No further patient/event info was reported.